Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time the device was programmed to deliver an unspecified IV fluid. No specific programming parameters were provided. After an unspecified length of time it was reported 615 ml was delivered over a longer than expected length of time. It was reported the device alarmed with an air in line and occlusion alarms. No additional info was provided including, pt info and event details. There were no reported adverse pt effects to this pt. No med interventions were required. No additional info was provided.